Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing, 200j testing, and on/off current testing, without duplicating the customer's report. The customer batteries were not returned for evaluation. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.